Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The bent bumper likely contributed to the observed incomplete cannula tang engagement as well as the reported failure to prime and identified self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy procedure the top slide of the device allegedly failed to prime after obtaining a sample. There was no reported patient injury.